Event description:
Reportedly, the complainant did a 1 liter wash on a unit of rbc's for a premature baby. At the time, the operator noticed the waste bag had a lot of red cells coming up the line and thought the procedure was done. The volume of washed cells was 100 ml washed with 0.9% normal saline. They transfused 5-8 cc. Approximately 9 hours post transfusion, the blood bank manager was notified that the patient was not doing well, and presented with a symptom of hematuria (blood in the urine). Three months later, the manufacturer was informed that the patient was deceased. There was no allegation that the device caused or contributed to the death.

Manufacturer narrative:
A service call was placed, as a result of this report, that the wash was incomplete and the device was operating intermittently. On initial inspection of the machine, it was placed in auto mode and the procedure started. The centrifuge speed was unstable. The centrifuge was surging. After the centrifuge timed out, superout started and then the machine went to agitate wash. During agitate wash, the machine relays (hd1 and hd3) were cycling, but the centrifuge was not turning. The machine stayed in this state and would not cycle to second spin. Another run was performed in auto mode, and the machine completed the full cycle with the stop reset and the audible alarm sounding. Hd1, hd2, and hd3 relays were all operational. The centrifuge motor was replaced and the machine completed all cycles as expected. Centrifuge alignment, height, speed and ramp time were verified. In addition, the rbc detector, super out rate, volume, excessive pressure switch and bypass valve were all within manufacturer's specifications. A visual inspection of the old centrifuge motor. A2 terminal had excessive corrosion. Motor rushes were inspected and nothing abnormal was noted. Fluid was present in the bottom cap of the motor assembly. The complainant requested that they keep the old motor. The motor is being requested through the hospital legal department. Upon return, caridianbct will evaluate the centrifuge motor and follow-up with any additional findings.